Event description:
It was reported that two days after implant, the patient experienced muscle spasms at night that felt like little jolts. The patient came in for a checkup and diaphragmatic stimulation was identified due to the left ventricular (lv) lead. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.